Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510k: n/a. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Event description:
The user facility reported that when trying to remove the priorityone on the second pass of aspiration, the catheter got stuck on the wire and would not come out without removing the wire with it. Both the wire and catheter were removed without issue. It was presumed that a kink somewhere on the wire or catheter caused this issue.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. Investigation of past complaints investigated similar complaints that occurred in the past. As a result, we found 12 similar complaints about this product in the past three years. However, there were no similar complaints about the production lot "230602050." Manufacturing records and past non-conformities were investigated. In manufacturing, visual inspections are performed toward all eliminate at packaging. The device history records of lot 230602050 were reviewed, and no anomalies were found. In addition, records of non-conformities that occurred in the last three years (since april 2022) were checked, no non-conformities that could cause the passage resistance of the guidewires were found. The presumed cause could not be identified for the following reasons: the device involved was not returned, preventing further investigation; the issue occurred during normal usage; details of the occurrence were unknown; there were no similar complaints in the past; and no anomalies or non-conformities that could cause the guidewire's passage resistance were observed.